Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was noted. During follow-up, fast ventricular sensing due to atrial flutter was observed. Ablation and medication will be discussed with the physician.